Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance measurements. Technical services (ts) referred this patient to the clinic. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock lead impedance measurements. Technical services (ts) referred this patient to the clinic. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead provided inappropriate shocks and anti-tachycardia pacing (atp) therapy for 1:1 supraventricular tachycardia (supraventricular tachycardia (svt), therapy was exhausted, and shock impedance measurements were greater than 125 ohms. The patient was septic with a high-grade fever at the time of the therapy, and the patient was admitted to the hospital. Ts recommended rv lead replacement. At this time this lead remains in service. No additional adverse patient effects were reported.